Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined. D4-updated model number

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The user facility reported a 58-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella 5.5 support coughed when working with pt/ot and impella suctioned, and maps (transesophageal echocardiography) dropped. The patient was helped back to bed and began to slur speech. The patient became unresponsive and intubated. CT (computed tomography) head and chest with full neuro exam showed no acute neurological concerns. Eeg (electrocardiogram) shows mild diffuse encephalopathy, and no cva (cerebral vascular accident). The patient was on systemic heparin at the time of the event. It is unknown if impella contributed to this event.